Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support the patient had a few runs of ventricular tachycardia (vt). Position was confirmed on echocardiography. The pump was slightly against the left ventricle wall, however the care team elected to not reposition and to keep the pump as is. The patient was on impella support for 190.66 hours before the patient expired. Care was withdrawn due to the patient¿s lack of neurological status.

Manufacturer narrative:
The investigation for the impella 5.5 has been completed. The device nor sufficient clinical information was provided. Data logs showed pump ran without issue during support. There were impella position in aorta and suction alarms triggered during support but resolved quickly. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. The root cause of the ventricular tachycardia (vt) could not be determined without additional information. Corrections to the initial MFR report: g1 MDR reporting contact email.